Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure to place a ureteral stent in 2007. At the time of preparation, just prior to insertion, a piece of the stent tip came off of the contour stent with hydroplus coating. This device was not utilized to treat the patient. The procedure was successfully completed with another of the same device. The patient did not sustain any adverse effect as a result of this issue. The patient condition is reported as "good".

Manufacturer narrative:
The customer's complaint was confirmed. A visual examination found the suture had been cut and the stent was tore in two pieces at the diatal pigtail. The suture was still embedded in the tear. A lot history search found no other complaints against this lot. A review of the device history record (DHR) was performed and revealed no anomalies. The exact root cause of the damage could not be determined.